Event description:
It was reported by the customer that a pyxis medstation es system tower door 8 consistently failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.